Manufacturer narrative:
Batch review performed on 02 october 2017. (B)(4).

Event description:
The patient was revised due to signs of infection. The pathogen is unknown. The surgeon swapped the poly. The surgery was completed successfully.